Event description:
After centrifugation, laboratory tech was removing stopper from tube and was cut when tube broke. Review of database indicates no other issues concerning this production lot number.